Manufacturer narrative:
(B)(4). The sample was not returned by the customer so, the reported condition could not be confirmed. The failure mode of ruptured reservoir is currently being investigated under CAPA (B)(4). Trend review indicates that baxter has received similar complaints. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during a patient use. The device had been infusing the patient with 20 grams of tegeline in 200 milliliters eppi for ten minutes when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time. There is no other information available.